Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections could not be completed because the part/lot information could be: lot number - 354290. Manufacture date ¿ nov 4, 2009. Or the part/lot information could be: lot number - 370480 manufacture date ¿ nov 12, 2009 complaint sample was evaluated and the reported event was confirmed. The instrument has all etching worn off. The tip of the connecting bolt is fractured. The sem confirmed that the material is consistent with 455 stainless steel. Bolt fractured due to bending overload. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: fem nail retro 12mm x 300mm, catalog: 14-444330, lot: 762250. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the instrument fractured and a piece was retained in the implant. A greater than thirty minute delay was reported.